Event description:
It was reported that the customer required re-education on announcing meals in cml and that attempts by support and the care team to contact the user for a factory reset were unsuccessful, with concern that the pump had maladapted and the user experienced hyperglycemia. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication and interviews, and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to characterize a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.